Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 5076 implantable pacing lead (B)(6) 2004; 4193 implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
It was reported the device had possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.